Manufacturer narrative:
This report was found to be a duplicate of importer report number 0001222315-2020-07791.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3. On (B)(6) 2019, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 3. On (B)(6) 2019, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.